Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 245 mg/dl. During troubleshooting with tandem technical support the malfunction was cleared. Reportedly, the customer reverted to an alternate pump for insulin therapy.